Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving 13.756 mg/day of dilaudid, with an unknown concentration, via an implantable pump for spinal pain. It was reported on (B)(6) 2018 that the patient¿s healthcare provider (hcp) was supposed to refill their pump at an upcoming appointment on (B)(6) 2018 at 12:30, however, they left a message on the patient¿s phone saying they were refusing to refill the pump. It was indicated the hcp office had closed, and the hcp moved to another clinic. It was reported the patient¿s pump was alarming, every nine minutes to the hour. The patient was upset and going through withdrawal. The patient had been throwing up, and could not eat properly. It was reported the patient was taking 5 mg suppositories for a week and a half, and thinks this may have been the withdrawals. However, the patient had a metal taste burning in his throat. The patient did not feel well at all. The patient did not have any break through medication. However, the patient then stated they had 13.75mg of dilaudid over a 24-hour period, and percocet for break through pain every 4 hours, 5 times a day. The patient also stated they were given clonidine patches for withdrawal, and stated they take lunesta for sleep. The patient reported they were in pain, and the pain had been bad since their pump started alarming on (B)(6) 2018. Over the last two and a half, three weeks, they experienced a constant stabbing [pain], and could hardly walk without their walker without falling. The patient indicated the withdrawal started a week and a half earlier. The metal taste in their mouth began about a week earlier. The patient was scared and upset. Physician listings were provided to the patient; and a contact request was sent to the field to assist the patient with finding a healthcare provider. No further complications were reported/expected. Additional information was received from the consumer on (B)(4) 2018. The patient reported their pump was alarming due to the low reservoir alarm, which was also provided as the cause of the alarm. The patient indicated the pump would be refilled on (B)(6) 2018. In regards to whether the alarm issue and symptoms had been resolved, the patient stated, "working toward getting filled."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on march 06, 2018. The patient's pump had been successfully refilled, and the patient's symptoms had resolved. It was indicated the empty reservoir alarm had occurred following the low reservoir alarm. It was reported the empty reservoir alarm occurred on (B)(6) 2017. In regards to the cause of the patient's withdrawal symptoms, the hcp stated the patient's pump was out of medication when the patient was seen as a new patient.